Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). Program optimization and troubleshooting were performed; however, the charging issue could not be resolved. Consequently, the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was disposed of by the medical facility.